Manufacturer narrative:
Product complaint # :(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a data use agreement (dua). The dua summarizes 64 patients that were implanted with angled blade plates. Implantation was between august 2000 to january 2023 at (B)(6). Reason for implantation was peritrochanteric fracture fixation. Post op complication included plate and screw breakage. Treatment/intervention included plate and screws removed and nonunion repaired with revision nail. Implant(s) involved: 95 deg condylar plate 7 holes/80mm/124mm x 1 cortex screws x 4 this report is for an unknown cortex screws this is report 2 of 2 for complaint: (B)(4).